Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device jaw did not open. This malfunction occurred during a therapeutic low anterior resection procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H4: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event was caused by blockage by biological tissue. The event can be detected/prevented by following the instructions for use which state: sealing vessels and tissue bundles. Warning: ¿ aspirate fluid from the area before activating the device. Conductive fluids (e.g., blood or saline) in direct contact with, or in close proximity to, an active electrode may carry electrical current or heat away from target tissues, which may cause unintended burns to the patient. Caution: ¿ keep the active electrodes clean. Build-up of eschar may reduce the device¿s effectiveness. Do not activate the device while cleaning. Injury to operating room personnel may result. Activating on a metal object ¿ avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the device. -dirty jaws ¿ use a wet gauze pad to clean surfaces and edges of device jaws. -excess fluids in the surgical field ¿ minimize or remove excess fluids from around the device jaws. -activation switch released before seal complete tone ¿ the blue footswitch or activation button was released before the seal cycle was complete. -maximum seal cycle time has been reached ¿ the system needs more time and energy to complete the seal cycle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.